Event description:
Event description cpi received information that this endotak transvenous defibrillation lead (0075) was removed from service because of an insulation break. A new cpi lead (0095) was implanted.